Manufacturer narrative:
Reason for reoperation due to large-cell anaplastic lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma-alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported via regulatory agency left side "large-cell anaplastic lymphoma." Device has been explanted.